Event description:
Per received report, the physician encountered resistance during coil advancement into the microcatheter. As the coil was being withdrawn, unintended detachment occurred in the microcatheter leaving 10mm of stretched coil which eventually dangled down approximately at the level of the carotid artery. The patient was put on a short term coagulants and will have to remain in the hospital for 5 to 7 days.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.